Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and a hole in the right ventricular (rv) tip seal plug was observed. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in the noise observed in the field. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The product was subsequently explanted over seven years later and was returned for testing. This product issue will be updated when evaluation is complete. An initial report was previously submitted to FDA on (B)(6) 2008; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report.

Event description:
Boston scientific received information that a latitude red alert was issued for low shock impedance for this implantable right ventricular (rv) defibrillation lead and this implantable cardioverter defibrillator (ICD). The alert was issued for impedance less than 20 ohms and the following day the impedance was 44 ohms. A boston scientific crm technical services (ts) consultant recommended that the patient be brought into the clinic for evaluation of the shocking lead. Ts discussed that this could be an isolated out of range measurement but it could also be a sign of potential lead insulation issue. To date, there have been no reported adverse patient effects associated with this clinical observation.